Manufacturer narrative:
Continued (phone no.): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii, diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii, diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring, flat creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification, one sharp edge broken in the side posterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive.